Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6935 implantable tachy lead 2010-(B)(6); d224trk implantable cardioverter defibrillator 2010-(B)(6): (B)(4).